Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device shut down during use and started itself again. Device was replaced with another one. No patient consequences.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
After the event the device was checked on site. The device log was downloaded and sent to the manufacturer. The log analysis revealed that on (B)(4) 2018 there is one entry which is consistent to the reported device behavior. However no error was logged in the error log file of the device that indicates a device related malfunction. Such a singular warmstart may come from external electrostatic effects exceeding the requirements given in iec60601-1-2 that were applicable at the time the device was delivered to the customer. No other device-related failure could be found. Tests according to manufacturer specification were passed without deviations. The device reacted as specified to such disturbances by triggering a warmstart to resolve the issue. During a warmstart which lasts approximately 8 seconds, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing. After the boot sequence has been completed successfully, the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.